Event description:
It was reported that there was leaking. No patient involvement was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a bent micro switch, damaged liquid crystal display (lcd), corroded drain fitting and cracked tank cover. Functional testing found the device leaked confirming the customer complaint. The root cause of the reported issue was found to be customer damage - cracked tank cover caused by either overtightening the tank cover screws or dropping the device. D5 and e4 are unknown, no information provided to date. G5 is unknown, no product information has been provided to date.